Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: radiguide ii 6f bl3.5. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid left anterior descending coronary artery that was moderately tortuous, moderately calcified and 90% stenosed. The 2.5 x 15 mm traveler nc balloon catheter was advanced to the lesion and used for pre-dilatation, but ruptured during the second inflation at 14 atmospheres. The lesion was further dilated with another 2.5 x 15 non-abbott balloon dilatation catheter and a non-abbott stent was deployed to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.